Event description:
A report was received that the patient had a left-sided rib pain. Computed tomography scan showed that the lead had shifted to the left and pressing on a nerve root. The patient underwent a lead revision procedure. The patient was doing well postoperatively.